Event description:
In 2007, this patient was implanted with a gore tag thoracic endoprosthesis for a traumatic transection secondary to isthmus rupture. At an unknown date, poor proximal wall apposition and bulging of the device at the site of the trauma was identified. On approx three months later, the patient underwent a successful re-intervention to implant a palmaz stent.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.